Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had wound dehiscence at the xiphoid incision site. The physician indicated that the site was not infected. The incision site had been opening over the past 3 weeks. Staples were placed in office, but the wound continued to open superficially with clear drainage. The electrode was sent in for cultures. The field representative was contacted and was not aware of the culture results or the next steps for the patient. The field representative confirmed there were no issues at the pulse generator site, just isolated to the electrode site.